Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported, a female with a history of falling sustained a peri-prosthetic fracture along with a possibility of infection. During revision surgery, it was noted that the stem was very well fixed.